Manufacturer narrative:
The device was received, investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. The pump was returned to the biomedical dept with an unsigned note that stated, "shuts down during administration." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device displayed "stop delivery, then turn off." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.